Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg >500 mg/dl) and cause was not known. Ketone level was small. Corrective bolus/insulin pens were used to address bg. Current bg was 85 mg/dl and elevated bg/ketones appeared to be resolved. Customer was using apidra insulin. Tandem technical support informed the contact that apidra was not labeled for use with the cartridge. Contact acknowledged information.